Event description:
The customer reported the front panel button was not working. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the front panel button was not working. There was no reported pt involvement. Philips fse evaluated the device and confirmed the complaint on site. Philips fse replaced the display to resolve the problem. The device passed all performance assurance tests and was put back into service.